Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2352-70, serial #: (B)(4). Description: linear 3-4 lead, 70cm, model #: sc-1132, serial/lot #: (B)(4). Description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient's lead was tight when patient turn her head. The patient underwent a revision procedure where in the ipg was moved to have more slack on the lead. It was believed that the tension was caused by scarring. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient was experiencing pain. It was noted that the pain was not due to the tension of the lead, but was procedure related.

Event description:
A report was received that the patient's lead was tight when patient turn her head. The patient underwent a revision procedure wherein the ipg was moved to have more slack on the lead. It was believed that the tension was caused by scarring. The patient was doing well postoperatively.